Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
During the index procedure a resolute integrity drug eluting stent was implanted in the rca. Approximatley 7 months post the index the patient presented with black tarry stool. The patient was hospitalised and had an upper gi; plavix was discontinued. The patient recovered with treatment.physician indicated the event was not related to the study device.

Event description:
The previously reported bleed event approximately 7 months post index procedure was also treated with a transfusion and colonscopy.